Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the external power led indicator light would turn off while the device was plugged into the ac outlet. This has occurred a couple of times around midnight. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.